Event description:
The patient stated that she has been stressing over the past weekend. The patient also stated that stress has caused her symptoms to get worse prior to implantable neurostimulator (ins) implant. The patient then stated she had a return of symptoms on monday ((B)(6) 2016).the patient mentioned that she was leaking again. The patient stated she was on program 2 at 1.1v. Patient services reviewed with patient to increase stim to a comfortable level. The patient also asked about other programs in her patient programmer (pp). Patient services reviewed with patient that she may have 4 programs, but her physician would be in the best position consult with regarding changing to a different. The patient's indicator was for bowel dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.